Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during system preparation, a clip introducer of clip delivery system(cds) was torn while introducing the clip. The device was not used and replaced with another cds to complete the procedure. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported torn clip introducer material. There is no indication of a product issue with respect to manufacture, design, or labeling.